Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had a blood glucose level under 70 mg/dl but over 40 mg/dl. The reporter did not allege that there were any symptoms of hypoglycemia associated with this event. The alleged blood glucose excursion does not meet the criteria for a serious injury. The reporter reviewed the pump settings and history with a customer technical support representative and found that the basal and bolus settings were programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.